Manufacturer narrative:
Rep visited the account to evaluate system. System was working to specifications. We received photos of the patient before and after and identified 1 area that can be a second degree burn. Because it is not clear if this is second or first degree burn, as a precaution, we reporting this as an MDR.

Event description:
On (B)(6) 2018 a patient that was treated by (B)(6) in (B)(6) reported that they responded to laser treatment with burns.